Manufacturer narrative:
No patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. The mean age of the excluder group was stated to be 73.5 (±7.34) years. It was stated that 416 of the 479 included patients were male. The date of incident is unknown. Therefore, the article was published online was used. The author has been contacted multiple times to provide additional information regarding the reported adverse events. No information has been provided to date. Lot/serial numbers were not provided, therefore, a review of the manufacturing records could not be conducted. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Additionally, per IFU, adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement. 6 additional complaints were identified based on the information the article provided and are being reported on.

Event description:
The following publication was reviewed: ¿infrarenal abdominal aortic aneurysm endovascular treatment: long-term results from a single-center experience in an unselected patient population¿ (pasqualino sirignano, et. Al, annals of vascular surgery, 2020, published online march 21, 2020). The aim of the study was to evaluate early-, mid-, and long-term out-comes in an unselected population of patients treated for abdominal aortic aneurysms (aaas) by endovascular aneurysm repair (evar) with different commercially available off-the-shelf devices. Between january 2008 and december 2015, 479 patients presenting with an infrarenal aaa were enrolled. Out of these patients 198 were treated with gore® excluder® aaa endoprostheses. Among the mentioned adverse events in the article, two patients presented with a type ii endoleak and treated with partial conversion. It was stated that no aaa related deaths occurred. No patient specific information regarding the reported events and interventions was provided in the article. It is unknown if the reported events are related to patients treated with gore® excluder® aaa endoprostheses or to patients treated with one of the other used stent graft types in the study.